Event description:
Pt had the star ankle poly core exchanged following inflammation and possible fractured poly core.

Manufacturer narrative:
Visual examination at time of revision surgery confirmed the poly core had fractured. Mechanism of fracture not determined. Poly core replaced.